Event description:
Description of event according to initial reporter: upon deployment of the device, the proximal edge of the graft was tipped sideways. They successfully completed the procedure by removing the delivery system and ballooning the proximal edge of the graft to get it to oppose the aortic wall. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.